Event description:
According to the reporter, during a procedure, while clamping the common bile duct, the inner core of the titanium clip was half-out and the absorbable clip had clamped the common bile duct and could not be removed. A new absorbable clip was used to prevent the clamping from being loose. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.